Event description:
Procedure: laparoscopic tubal ligation. Reportedly, the end came off the access device while it was in place in the surgical cavity. The device and piece were removed. Another device was inserted and the case completed. No pt injury reported.